Event description:
Information received by medtronic indicated that the pump had a blank display. No harm requiring medical intervention was reported. Troubleshoot was performed and resolved the issue. Customer will continue use of the device. The device will not be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.